Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and clavicular crush of the rv lead was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that provocative testing was performed, but the noise was unable to be reproduced.